Manufacturer narrative:
The investigation found the alarm trace contained abnormal aspiration and sample clot detection errors. These are indicators of poor sample quality. The field service engineer performed precision testing and made various checks, no cause was found. The customer had further issues and the field service engineer had the customer replace the reagent pack. The customer had no further issues after replacing the reagent. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results for two patient samples with the cobas e 801 module. Patient (B)(6): on (B)(6) 2021, the initial result was 0.0134 iu/ml. The repeated result was 0.80 iu/ml. Patient (B)(6): on (B)(6) 2021, the initial result was <0.01 iu/ml with a data flag. On (B)(6) 2021, the repeated result was 5.4 iu/ml. The questionable results were reported outside of the laboratory. The repeated results were deemed correct and a corrected report was sent. The reagent lot number was 53356901 with an expiration date of 30-jun-2022.